Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to address the occlusion issue, but the caller declined to complete the troubleshooting process. Ultimately, the customer changed the necessary supplies and resumed insulin therapy.